Event description:
Customer reportedly received the following results on an aviva expert meter, compared to a professional meter, within 10 minutes: 300's mg/dl (aviva expert) and 57 mg/dl (doctor's one touch meter). No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.